Event description:
Product was received by an unknown retailer. The only information provided was "defect (pad has wires showing @ cord entrance." No injuries or property damage reported with this product.